Event description:
It was reported that the light source cable overheated during surgery and the pt was burned. It was reported that more than the recommended 100w was used with the light source. No further complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation.